Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications resulting in radial artery occlusion because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. It is possible the patient has a health condition that led to a clot in the radial artery and the artery occlusion. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a3b. Gender: n/a a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d4: lot #: requested, unknown d4: expiration date, UDI: unknown, as the involved product lot number was unknown d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lab manager h4: device manufacture date: unknown, as the involved product lot number was unknown the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient's radial artery was occluded. The patient had to be admitted into the hospital to have the clot removed. The procedure performed was a heart catheterization radial. No blood loss was reported. There was a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 29 mar 2024: the patient had swelling that brought attention to the issue, the patient never left the hospital. The staff did not believe there was anything wrong with the tr band.